Manufacturer narrative:
Nathis report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported mitral regurgitation appears to be related to related to patient conditions. There is no indication of a product issue with respect to manufacture, design or labeling. Patient code 1964 removed.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr). It was noted a papillary muscle rupture. On (B)(6) 2018, one xtr clip (B)(4) and one nt clip were implanted, reducing mr. Then during the follow up on (B)(6) 2018, it was confirmed that both clips were stable on the leaflets. The mr increased to 2. The physician stated the recurrent mr is due to disease of progression. Additional treatment was not performed for the recurrent mr. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature: "transcatheter mitral valve edge to edge repair with the new mitraclip xtr system for acute mitral regurgitation caused by papillary muscle rupture¿.

Event description:
This is being filed to report recurrent mitral regurgitation. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4. The patient presented with myocardial infarction (mi), pulmonary edema, and cardiogenic shock. It was noted severe mr due to a papillary muscle rupture and inadequate transseptal puncture due to lack of atrial dilatation. One xtr clip delivery system was advanced to the mitral valve, and the clip were deployed. Then a second xtr clip was deployed to further reduce mr. Two clips were implanted, reducing mr to 1-2. The patient was discharged. There were no adverse patient effects and no reported clinically significant delay in the procedure. A three month follow up revealed that the patient's mr increased to 2. Specific patient information is documented as unknown. Details are listed in the article, titled ¿transcatheter mitral valve edge to edge repair with the new mitraclip xtr system for acute mitral regurgitation caused by papillary muscle rupture¿ no additional information was provided.